Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the healthcare provider (hcp) saw the patient in clinic in december and she had complained of pain in her leg. She was reprogrammed but positioning of the battery was uncomfortable to her. The patient decided to replace her system so she would be full body MRI compatible and have the new system. The device was replaced. No further complications were reported.